Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was frozen and stuck on the carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device screen was frozen. The technical support specialist (tss) followed knowledge article station boots to blue screen/app does not auto launch, reinstalled the remote support service (rss) update agent and rss component manager, verified full access permissions for carefusion application, re registered components, updated required dependencies, and rebooted the station. After these corrective actions, the station booted successfully and login was restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.